Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the access 2 immunoassay system for three patients' samples. The erroneous results were not reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were centrifuged for 7 minutes. Qc was out of specifications. A field service engineer (fse) went on-site (B)(4) 2010 and noticed the customer's system checks were failing out of specifications high, with the repeat meeting specifications. The fse performed a preventive maintenance (pm), made a slight adjustment to the voltage on the transducer and replaced the substrate valve and peri-pump tubing after observing that the tubing was flattened. A system check then performed met specifications. Although hardware issues were addressed by the fse, a clear root cause for this event could not be determined.